Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During a follow-up visit, on an unknown date, the physician discovered an unspecified endoleak and slight aneurismal growth. Images taken in 2009 were sent to gore imaging services. An imaging evaluation revealed an unspecified endoleak, but the amount of aneurismal growth could not be determined. The physician will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process.